Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It has been reported that after the initial implantation of the prosthesis that the patient suffered an infection and an intervention must be performed to debride and replace the polyethylene. Update (B)(6) 2018, as per received email- a constriction issue with the prosthesis. The patient has lost muscle strength and the patient¿s collateral ligaments have dilated so the patient needs a thicker polyethylene, so the patient has no instability feeling.